Manufacturer narrative:
Investigation eval: our lab eval of the device was unable to confirm the report. During our lab analysis, the length of the catheter was inspected for any deformities or imperfections under magnification and no deformities were found. The device was tested for handle functionality and the tip responded appropriately. The device passed a continuity test suggesting full electrical full electrical functionality of the cutting wire. An active cord adaptor was used to fill on the electrical pin to ensure device capability with the electrical unit. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended in the lab setting. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our lab analysis of the returned product. Difficulty with electrosurgical current application could have occurred if any cord connections were not secure. These connections include electrosurgical unit to active cord and active cord to sphincterotome. The instructions for use state the following: "with electrosurgical unit off, prepare equipment: active cord fittings should fit snugly into both device handle and the electrosurgical unit. "This verification activity will ensure the equipment is prepared to provide the electrosurgical current the sphincterotome needs for device usage. Final qc inspection includes: the electrical pin in the handle is connected to an active cord to verify a secure connection. An ohm meter is used to verify continuity between the cutting wire and electrical pin. Prior to distribution, all d. A. S. H. Dometip double lumen sphincterotome are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook d. A. S. H. Dometip double lumen sphincterotome. The cutting wire would not cut upon application of current [the device allowed coagulation/burning but did not cut properly]. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.